Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. Two months after onset the patient was hospitalized for the peritonitis. The treatment for peritonitis was not reported. The patient was discharged from the hospital after eight days. The patient had recovered from the peritonitis. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 1 of 2 involved in this event.

Manufacturer narrative:
(B)(4). The reporter stated the patient had recurrent peritonitis. The patient was treated with unknown ip antibiotics off and on for several months. On an unreported date, the patient¿s catheter was replaced. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device analysis cannot be completed. Should additional relevant information become available, a follow up report will be submitted. Same patient as (B)(4).